Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: defib conductor was fractured; full lead was returned for analysis. Performance data collected from the device confirmed the reported increased impedance readings. Functional testing found out-of-specification results for output leakage, egm, and input capacitance tests. However, additional testing could not confirm the functional test results, nor the sensing difficulties observed in the field. Visual inspection found two battery filter capacitors touching at one end. However, the touching ends were part of the same circuit node and would not cause any circuit failures. No other anomalies were observed. Root cause could not be determined.